Manufacturer narrative:
This complaint is related to MDR #1828100-2013-01014. During the laboratory analysis to determine the proper operation of the ccm, MDR #1828100-2013-01014, this complaint issue was discovered. The ccm issued a "system computer needs service" error message. This effect was not witnessed by the customer, but was observed during manufacturer laboratory analysis. The issue was isolated to the peripheral component interconnect (pci) cable. Mechanical agitation of the cable had no effect, but removal/replacement of the cable restored the ccm to proper functionality. The cable was found to cause the device to malfunction and no damage or other effects were noted on the cable.

Event description:
The product surveillance technician reported that during laboratory evaluation control monitor (ccm), it displayed a "system computer needs service" error message. There was no patient involvement.